Manufacturer narrative:
The following devices were also listed in this report: tritanium bplate triathlon s7; cat# 5536-b-700; lot# ctd8088, triathlon p/a cr beaded #7r; cat# 5517-f-702; lot# emdhc, tritanium patella-asymmetric; cat# 5552-l-381; lot# a48l. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the sterile lot referenced. Not available.

Event description:
Rep reported the following: "patient's right knee components were revised due to infection, all 4 components removed and replaced with a spacer. Initial op date was (B)(6) 2017 [sic] and it was of a primary component. No implants returned per hospital policy. All information available to me is included in this pi and attachment."